Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture", ¿asymmetry of breasts¿, ¿disfigurement¿ and ¿chronic pain, pain prior to explant procedure.¿

Event description:
Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: scarring and disfigurement, reconstruction, hospitalization, chronic pain, pain prior to explant procedure, rashes, itching, swelling, asymmetry of breasts, capsular contracture, depression, anxiety, and explant surgery. Plaintiff has not been diagnosed with bia-alcl." The following reported events have been deemed not related to the device: chronic headaches, chronic gastrointestinal upset and reflux, significant weight gain and weight loss, and diagnostics. This record is for the right side. The device has been explanted.